Event description:
A patient reported that the pt's surestep meter would not turn on even after installing a new battery. Patient was unable to check blood glucose and stated that the pt could have died if it went too low or too high. Meter has been replaced.